Event description:
Healthcare professional reported "that the inner thermoform and outer thermoform trays were stuck together on all the sizers that were used for the case. We were still able to use the sizers, but poses a great concern to sterility." Device has not been implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "that the inner thermoform and outer thermoform trays were stuck together on all the sizers that were used for the case. We were still able to use the sizers, but poses a great concern to sterility".